Manufacturer narrative:
As reported in a research article, percutaneous retrieval of a migrated avp from segmental pulmonary artery and balloon pulmonary angioplasty of occluded segments. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural factors (improper sizing) contributed to the reported issue; however, this cannot be confirmed. The reported interventions are result of case specific circumstances, as device was removed through snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: percutaneous retrieval of a migrated avp from segmental pulmonary artery and balloon pulmonary angioplasty of occluded segments b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous retrieval of a migrated avp from segmental pulmonary artery and balloon pulmonary angioplasty of occluded segments", was reviewed. The article presented a case study of a 37-year-old female patient. An amplatzer vascular plug was selected for implant on an unknown date for a percutaneous gonadal vein embolization. The device was implanted. For approximately three months post-procedure the patient experienced worsening symptoms of dyspnea and chest pain. Computed tomography revealed the device migrated. Percutaneous thrombectomy was performed, and the device was snared and removed from the patient. Angiography revealed a vessel dissection. A 3mm balloon was inflated at the site of dissection to reapproximate the flap. The patient was discharged next day and maintained on anticoagulation. During the following months, the patient reported reduction of chest pain but persistent exertional dyspnea. Balloon pulmonary angioplasty was performed to alleviate chest pain. [The primary and corresponding author was wissam jaber, emory university, division of cardiology, 550 peachtree street, ne, mot 6th floor, atlanta, georgia 30308, USA, with corresponding e-mail: wissam.jaber@emory.edu.].